Event description:
It was reported that the anesthesia system had a technical failure. The nature of the failure is not known. There is no report of patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The only information stated in the problem description was that the anesthesia system had a technical error. We have not been able to obtain any additional information such as device logs and if any parts needed to be replaced or what kind of fault it was. Based on the very limited information, we have not been able to confirm or determine the fault. H3 other text : 4114.

Event description:
Manufacturer's reference number: (B)(4).